Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the diarrhea was not related to a change in therapy, the cause was not determined, and it was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was without their patient programmer (pp) for three weeks and began to have urinary leakage about two weeks prior to the report. They called a manufacturer representative (rep), who suggested changing programs. The patient did so two days prior to the report and the leakage stopped. On the morning of the report, they started to experience severe diarrhea and wanted to know if it was related to the device. The patient was implanted for bladder control and was going to follow-up with their healthcare professional (hcp) to determine if the diarrhea was related to the change in therapy. There was no trauma or falls that reported to be related to the issue. There were no further complications reported or anticipated.